Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The initial operation went well on descending sigmoideum, seal and cut of 5-6mm vessels. Sealing process was never interrupted, completed always one time before cutting. Operation went well, but after 5.5 hour the patient had to be re-operated on due to internal bleedings. The patient was not overweight. The patient operation was normal and had gone as planned.

Manufacturer narrative:
The instrument was not returned to be analyzed. Because no device was returned and lot number was not reported; root cause can not be determined. No corrective/ preventive action is required. Device not returned.